Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: five consecutive ¿cs054-0000¿ alarms are observed in the black box on date of event. No power on resets was observed before the cs054 alarms. The pump powers up with audio and vibratory features; a pinkish contrast was observed on the display screen. No blank screen was duplicated. The pump cover was removed, no internal moisture ingress was found. Tested the power flex and the pcb for intermitting conditions, no defects were found. The rf transceiver flex was inspected and found intact. A crack at case seal of battery compartment was observed; the returned battery cap was able to fully tighten to the pump and was used to complete all testing. The issue was verified in the history but could not be duplicated during the investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.